Event description:
The account generated a false negative axsym (B)(4) result on a patient who tested (B)(6) reactive with other methods. No impact to patient management was reported. (B)(6.)

Manufacturer narrative:
(B)(4) - evaluation - evaluation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, axsym (B)(4), list 7a40, that has a similar us product distributed in the us, axsym (B)(4), list 9b01. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.